Event description:
I have 2 FDA approved binanex home covid test sent by the government that were given extended expiration dates, gave false negatives. I thought I had a simple cold, that got progressively worse and I did not quarantine myself as I should have in the beginning. I took a covid test by a different brand that was not yet expired and got a positive. I took another binaxnow covid test, lot number 208093 with an expiration date of 09/09/2023 extended to the year 2024 and it was still showing me as negative although an unexpired test showed me positive. What if I had gone to work and decided to take cold meds to mask the symptoms so I could function and still wear just a mask to protect my patients , not knowing I had covid. This variant is apparently very contagious. God forbid I rely on another one of these expired tests with an "approved extended date". This is dangerous, people rely on the expertise of the FDA and its regulatory board. Binaxnow lot number 208093 with an expiration date of 09/09/2023. Reference report #mw5149759, #mw5149761, #mw5149762.